Event description:
Related manufacturer reference number: 3006705815-2021-00219. Additional information received surgical intervention was undertaken during which the existing leads were explanted and replaced. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2021-00219. It was reported the patient's leads had migrated. The issue was confirmed via x-rays. Reprogramming was unable to resolve the issue. In turn, surgical intervention may occur later to address the issue.